Manufacturer narrative:
As the provided pictures showed dirt/dust on several analyzer parts, the root cause was consistent with an operator maintenance issue where insufficient/incorrect execution was performed. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas pure e 402 analytical unit serial number was (B)(6). No calibration influence was observed. The qc was within range prior to the sample measurement. No relevant alarms were observed. The field service engineer exchanged the reagent probe and fixed the reagent cover. The analyzer was performing within specifications. Dirt/dust was observed on several analyzer parts, including the reagent probe wash station and dusty surfaces. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys estradiol iii assay on a cobas pure e 402 analytical unit. Initial result: 740 pg/ml. 1st repeat result: 49.1 pg/ml. 2nd repeat result: 48.4 pg/ml. On (B)(6) 2025: the sample was repeated on a delta instrument, resulting in a 3rd repeat result of 57.2 pg/ml. The sample was repeated 10 more times on a different cobas pure analytical unit, resulting in the following repeat results: 46.2 pg/ml, 51.2 pg/ml, 47.9 pg/ml, 46.6 pg/ml, 47.4 pg/ml, 46.8 pg/ml, 47.2 pg/ml, 46.4 pg/ml, 48.3 pg/ml, and 47.2 pg/ml. The result that was considered correct was around 50 pg/ml.